Event description:
It was reported during an in clinic visit that the patient was feeling discomfort. Upon interrogation, it was observed their pacemaker had gone into backup operation mode. No cause for the backup was determined but the device was reprogrammed without any complications. The patient was stable.